Event description:
It was reported that during a remote follow up, myopotential oversensing was noted on the right atrial (ra) lead. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
Session records were provided for review by technical services. Analysis of the session records indicated that the myopotential oversensing event was sensed by the device. The cause of the reported event remains unknown.